Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.

Event description:
It was reported through remote transmission that episodes of non-sustained rv oversensing due to post-paced t-wave oversensing on the ventricular channel were observed. Programming changes were made and the device remains implanted.